Manufacturer narrative:
A5: ethnicity = chinese. A5: race= yellow. H3: device has not yet been returned to manufacturer; however, our investigation is ongoing, and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, following a delivery, a 'bakri tamponade balloon catheter' was used for treatment of postpartum hemorrhage (pph). The patient had received "medication" and then the balloon was placed transvaginally into the patient. The balloon was injected with fluid and drainage was seen that looked "different". An ultrasound was performed which revealed the balloon was leaking. The balloon was immediately withdrawn and replaced with the same type of device and hemostasis was achieved. The patient experienced an estimated blood loss of 550 ml; 450 ml prior to device use and an additional 60 ml after device use. The patient did not require any blood transfusions. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Correction: h6 medical device problem code (annex a). Investigation ¿ evaluation. As reported, following a delivery, a 'bakri tamponade balloon catheter' was used for treatment of postpartum hemorrhage (pph). The patient had received "medication" and then the balloon was placed transvaginally into the patient. The balloon was injected with fluid and drainage was seen that looked "different". An ultrasound was performed which revealed the balloon was leaking. The balloon was immediately withdrawn and replaced with the same type of device and hemostasis was achieved. The patient experienced an estimated blood loss of 550 ml; 450 ml prior to device use and an additional 60 ml after device use. The patient did not require any blood transfusions. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), quality control (qc) procedures, as well as a visual inspection of the returned device were conducted during the investigation. One device was returned for investigation, and it was received in opened packaging. The balloon material was found to be ruptured. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances reported for this failure mode. A complaint history database search showed three other related complaints associated with the failure mode for the complaint device lot. Due to the individual nature of the manufacturing and inspection process for the devices in the lots, it is unlikely that these events are an indication of device issue within the entire lot. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Review of the device history record, complaint history, quality control documents, and device failure analysis does not indicate that the device was manufactured out of specification and does not suggest items in the lot or similar devices in the field or in house are nonconforming. Cook also reviewed product labeling; the IFU supplied with the device states the following in consideration of the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." Based upon the available information, inspection of the returned device, and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.